Event description:
It was reported that patient fell last week and reported change in symptom. The patient stated she was urinating more than she should and peeing again right after going. Patient stated the doctor's assistant suggested to patent to change programs. The patient changed from program 1 to 2 and increased amplitude to a comfortable level. The patient was to monitor symptoms and follow-up with health care provider (hcp) to address fall and symptoms. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.